Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the tumescent pump continues to slowly pump even when the foot pedal is not being pressed. Also that the pedal intermittently pumps with different strengths while the foot pedal is sustained.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.